Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013, due to pigment dispersion. The icl was exchanged for another same model lens which resolved the problem.

Manufacturer narrative:
(B)(4) lens not returned.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - pigment released from the iris may adhere to the lens; usually secondary to peripheral iridotomy, injury or trauma to the iris, inflammation (uveitis), high iop, idiopathic, inadvertently implanted lens upside down etc. Pigment deposits would not impact on vision unless significant deposition and close to visual axis. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).